Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was explanted four days after it was implanted due to an infection. Specific pt symptoms were not reported. The type of medication, concentration, and daily dose being administered via the pump were not provided. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.